Event description:
It was reported that a patient's insertable cardiac monitor had poor sensing during implant. While trying to reposition the device, the header attachment became dislodged, prompting the physician to cancel the procedure. A new procedure took place on (B)(6) 2022 to replace the faulty device. The patient was stable post-procedure.

Manufacturer narrative:
Field complaint of detachment of device header was confirmed. The device was received from the field with battery voltage above elective replacement level. Visual inspection found the header broken off from device can, which is consistent with damage from implant procedure. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.